Event description:
Per the clinic, the patient has cholesteatoma and elected to have an MRI compatible implant. Subsequently, the device was electively explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.